Event description:
It was reported per field service report: pump on pt: symptom - arterial pressure ('ap') numbers on pump did not match ap numbers on monitor. Findings/action taken: biomed tech was not able to duplicate the problem. While checking out the pump, the pump shut off while on battery operation. The tech said the battery was replaced a year ago with a "non arrow" battery. The field service technician sent the biomed tech a power supply. The tech installed the power supply and recharged the battery. She tested the battery again and the pump stopped pumping soon after. She replaced the battery and recharged. The pump passed the battery test. The original power supply will be returned. The battery is a "non arrow" battery and won't be returned.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info become available.